Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that in a product box of monosyn usp 0 hs26s (reference: c2022243; lot number 122394) found 4 units of another product reference (monosyn 4/0 ds19; reference: 2022504 and lot number: 122393).

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Analysis and results: there are no previous complaints of any of the two code batches. (B)(4) units of c2022243-122394 were manufactured. There are 24 units blocked in stock in b. Braun surgical's warehouse. We have received an open box labelled as 'monosyn 0 hs26s; code: c2022243; batch 122394', which contains 8 unopened race-packs of the same code-batch and 4 unopened race-packs of another code-batch (monosyn 4/0 ds19; code: 2022504; batch: 122393). We have opened the 4 closed race-packs and correspond to the product labeled in the race-packs. After the investigation it has been determined that both products were packed one after the other in the packaging machine and that no clean line was performed between the orders. We cannot know the number of race-packs involved but taking into consideration that no other complaints have been received, we consider that only the 4 race-packs were affected. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. Remarks: we have informed the personnel involved of this issue. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.